Event description:
It was reported that the reporter was in a case where they were moving the implantable neurostimulator (ins) from the back to the front of the patient¿s body. It was noted that the ins was interrogated before the moving of the ins and a power on reset (por) message was seen, which the reporter was confused as to why the battery would show that. It was noted that the patient had not used the ins in a year so the patient could not feel it. The reporter noted that there was a medical decision to replace the battery. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 37713, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that when the patient was seen at his follow-up, the symbol had not appeared. The implantable pulse generator (ipg) was checked with the clinician programmer and nothing came up then either. The reporter did not know the code that appeared at the time of the replacement. It was noted that the patient was doing well with good coverage.